Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. There was a white substance and cosmetic depression on the outer insulation. Concomitant products : 5076 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that the right atrial lead was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.